Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem but high-pressure alarm messages after pump started. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem in that the pump alarms "double beep no cassette." According to the investigation, fluid ingressions were found on the chassis base by the occlusion sensor. Investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette". No reported adverse effects.